Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01305, 3005168196-2017-01306. The device is not available for return.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician felt resistance advancing a ruby coil through a lantern delivery microcatheter (lantern) and, therefore, attempted to retract the ruby coil. Upon retraction, the ruby coil unintentionally detached within the lantern; therefore, the lantern was removed with the ruby coil inside. The physician flushed the lantern outside of the patient to remove the ruby coil, and then reinserted the same lantern. Upon attempting to advance a second ruby coil, the physician again felt resistance and the ruby coil unintentionally detached within the lantern; therefore, the physician removed the lantern with the ruby coil inside. The procedure was then completed using a non-penumbra microcatheter and additional coils. There was no report of an adverse effect to the patient.